Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a nc quantum apex balloon catheter. There was blood in the wire lumen and contrast in the inflation lumen. There was a kink 5.5cm from the hub. The shaft was buckled at the proximal weld. The balloon was loosely folded. Functional testing was performed by connecting an inflation device filled with water to the hub. The device was inflated to the rated burst pressure for 5 minutes. The catheter maintained constant pressure and there was no indication of any leaks or other anomalies. After confirming the device maintained rbp, the device was deflated by applying negative pressure with the inflation device. The device deflated in 5 seconds. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the balloon could not be deflated. Following stent implantation, a 12mm x 3.00mm nc quantum apex balloon catheter was advanced for post dilation. However, the balloon could not be deflated. The physician used another indeflator and the balloon deflated successfully. Upon reusing the same nc quantum apex balloon catheter one more time, the same problem occurred and the balloon was deflated by applying double negative pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable and fine.

Event description:
It was reported that the balloon could not be deflated. Following stent implantation, a 12mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for post dilation. However, the balloon could not be deflated. The physician used another indeflator and the balloon deflated successfully. Upon reusing the same nc quantum apex¿ balloon catheter one more time, the same problem occurred and the balloon was deflated by applying double negative pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable and fine.